Manufacturer narrative:
The cause of the patient's post-op complications cannot be determined at this time. The description alleges additional surgery with explant of device, noting "significant amount of adhesions and that the mesh had pulled off and was somewhat shrunk." A sample was not returned for evaluation. Adhesion is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. No medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. No sample returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2015: the patient underwent repair of an umbilical hernia and a 4.5 cm bard/davol ventralight st mesh, reference number 5954450, lot number huzh0925 was implanted in patient during this repair. On (B)(6) 2016: the patient underwent a procedure. Upon entering the patient's abdomen the physician noted a significant amount of adhesions and that the mesh had pulled off and was somewhat shrunk. The bard/davol ventralight st mesh was removed at this time. It is alleged that prior to and after this procedure, patient suffered severe and debilitating pain. Patient also requires further medical treatment, including likely need for future surgeries. Attorney alleges general allegations for past, present, and future damages, including but not limited to, pain and suffering for severe and permanent personal injuries sustained by patient, permanent impairment, mental pain and suffering. The patient's attorney allege that the ventralight st bard mesh was defective.